Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, the patient underwent a procedure on (B)(6) 2017, in order to excise and cauterise the excess skin with silver nitrate at the implant site.